Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and recurrence are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number 0112720, lot number 43epd507 was implanted to repair the hernia defect. (B)(6) 2011: the patient underwent an additional surgery to remove appendix due to mesh adherence, repair inguinal hernia, and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Adhesions and recurrence are known inherent risks of surgery and are listed in the instructions-for-use a possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 4 years 11 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, adhesions and inguinal pain thereby underwent additional surgery. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006, the patient underwent surgery for repair of an inguinal hernia. A bard/davol marlex, reference number (B)(4), lot number 43epd507 was implanted to repair the hernia defect. On (B)(6) 2011, the patient underwent an additional surgery to remove appendix due to mesh adherence, repair inguinal hernia, and lysis of adhesions. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: on (B)(6) 2006, patient was diagnosed with right inguinal hernia, right inguinal pain thereby underwent laparoscopic repair with the implant of bard flat mesh. Per operative notes, "on the right side, there appeared to be a small area of weakness suggesting a direct hernia defect. A peritoneal flap was created, and pre-peritoneal space was entered. A piece of bard flat mesh was tacked to cooper¿s ligament as well as one tacked laterally above the inguinal ligament. The mesh was reperitonealized with peritoneal flap." On (B)(6) 2011, patient was diagnosed with right inguinal pain, inguinal hernia with incarcerated appendix thereby underwent laparoscopic appendectomy and open repair of an inguinal hernia. Per operative notes, "the appendix was passing into what appeared to be a defect in the internal ring of the right inguinal canal. Dissected the appendix out of the hernia defect. The patient did not appear to have a very deep hernia at all, like the mesh was still intact. Therefore, grasped the appendix and pulled and it became dislodged from adhesions to the mesh. Only about a few millimeters of the tip of the appendix was actually in a rather shallow indentation of the internal ring which was covered with mesh. A relaxing incision was made in the external oblique aponeurosis over the rectus sheath, the transverse abdominus muscle and internal oblique muscles were sewed down to the shelving edge with sutures." Attorney alleges that the patient had adhesions, other organ perforation, pain, hernia recurrence, mesh removal and emotional injuries.